Event description:
Caller reports that during a correlation study, the following coaguchek xs unit c/coaguchek xs unit t/lab results were obtained: 1: 3.4 inr/4.6 inr/2.5 inr, retest: n/a 7.4 inr, 2: 3.2 inr/4.7 inr, 3: 3.2 inr/>8.0 inr, 4: 3.1 inr/>8.0 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in unit c (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in unit t.